Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a severely calcified lesion in the circumflex. Tortuosity was severe. Stenosis was approx. 80%. There was no damage to packaging. There was no damage noticed during removal from hoop, sheath removal or during visual inspection. The usual stent preparation was performed. A right radial approach was used. The lesion was pre-dilated with a 2.5x12mm non-mdt balloon. The inflation device was on neutral during attempted delivery. The resolute onyx did not go through any previously implanted stent. A lot of resistance was encountered due to calcium. No excessive force was used. It is reported that the stent dislodged during removal following a failed delivery. It was reported that the stent come off the balloon unemployed. The dislodged stent was not removed from the patient. After dislodgment, the procedure was stopped. The patient was referred to another hospital where they were able to successfully deploy another stent. The dislodged stent was stented over and secured to the vessel wall in the om lesion. No patient injury is reported.